Event description:
Neonatal pt on ackrad inca med device; an assembly for maintaining continuous positive airway pressure (CPAP). The device is alleged to have caused a nasal septal abrasion leading to permanent injury of the nasal septum. Ackrad did not become aware of the event until notified of a pending lawsuit on july 14, 1999.